Event description:
Removed 1ml tuberculin syringe from plastic packaging. Attempted to pull plunger to fill with air to inject into ppd vial and end of plunger (flat portion) came off in hand. Syringe never used. Inspected another syringe from same lot, no problems with it so able to perform ppd testing.